Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1217052-2025-00024. The date of that submission was 2/3/2025. B3: month and year of event have been provided; day is unknown. Device analysis: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that medication leaked out of the hub of the needle. There was patient involvement, and no patient harm or intervention required. The outcome of the event was resolved.